Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the flex cable assembly which connects the user interface pcb to the pcb stack. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed flex cable assembly and observed a broken glue bond at the connector on one of the lands, but did observed normal functionality. A conclusive cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was locking up every time the power was turned on. The device would not boot up completely and therefore would not have the ability to be used on a patient if needed. There was no patient use associated with the reported failure.